Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer was recently hospitalized for a high blood glucose level and ketones. Blood glucose level at the time of admission was 808 mg/dl. Review of the insulin pump's alarm history showed that a no delivery alarm was recently returned. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.